Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is possible that a part of the accessory broke off due to deterioration, and got into the air and water supply channel, causing the blockage. The event can be prevented by following the instructions for use stated in: "chapter 5 5.5 manually cleaning the endoscope and accessories" and "chapter 8: storage and disposal" of reprocessing manual. Make sure that stain has been removed when reprocessing, especially from the outlet of the air and water nozzle and the objective lens surface. If the stain remains, clean until all of the stain is removed, rinse thoroughly, drain any remaining water from the channel after cleaning, and check the handling environment, such as drying. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. In addition, the section of the device with the foreign material remained had no deformation. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: inspection method is described in the operation manual gif-ez1500 chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-ez1500 chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction based on information that was inadvertently omitted from the initial report. The foreign material contained silicic acid. The device was cleaned, sterilized, and disinfected before it was sent to olympus. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the accessories used for reprocessing may have had an abnormality.